Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrode pads. The electrode impedance was found to be out of specification and they were scrapped to resolve the report. Replacement electrode pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine check shift by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.